Event description:
A 20ga endurance catheter inserted on (B)(6) 2022. When the catheter was discontinued on (B)(6) 2022 approx 5cm of the catheter tip was retained. Surgical intervention was required to retrieve the retained catheter. FDA safety report ID# (B)(4).